Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that on (B)(6) they tried to turn off the ins prior to getting an MRI of their brain, but their 3037 programmer would not connect to the ins. The patient mentioned that they replaced the batteries in the programmer but it still wouldn't connect to the ins. The patient's healthcare provider (hcp) thought the ins battery might be dead. The patient said they would have an appointment with their hcp on wednesday to get assistance shutting off the ins before their MRI. The patient said their hcp planned on replacing the ins after the patient gets the MRI. The patient mentioned that they've had falls in the past. Additional information was received from the hcp. The hcp clarified that the plan for device replacement after the MRI was due to normal battery depletion. They reported that the cause of the device not connecting and not being able to be turned off was unknown. They reported that what likely caused or contributed to the issue was likely battery depletion or r elated to the patient's falls. They reported that steps taken to resolve the issue included that the patient was scheduled for a full replacement of the leads and generator on (B)(6) 2025. They reported the issue had not yet been resolved. They reported that the fall's effect on the implant was unknown.